Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a scheduled follow-up. After multiple attempts while attempting to test the patient notifier, the patient could not feel or hear anything occurring. Troubleshooting was performed, but the patient notifier could not be felt. The patient was stable before, during, and after the device interrogation and will be monitored via merlin remote transmitter.